Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic with diaphragmatic stimulation. Loss of capture present on the rv, r-waves and rv pacing lead impedance was reduced. Rv lead measurements showed microdislodgement may have occurred. The lead was explanted and replaced. The patient was very good.